Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male pt of unk origin. The pt was taking an unspecified medication for treatment of an unk indication. In 2008, the humapen ergo burgundy/clear pen body (lot 0404a04) with a clear cartridge holder attached was reported to have two broken engagement tabs. This humapen ergo, burgundy/clear is associated with another device. The operator of the device was unk and it was unk if the operator of the device was trained. It was unk how long the pt had used this device model. The device was returned to the company on 09-jun-2008. Initial examination found two broken engagement tabs. It was unk if this humapen ergo, burgundy/clear was continued.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. Note: this is an initial report. A follow-up report will be submitted when the final eval is completed.